Manufacturer narrative:
Service inspected the instrument, performed troubleshooting procedures, including manually washing the cuvette segment. Additionally, the mixer and loose tubing were replaced as a precaution. No additional discrepant result issues have been reported since the parts were cleaned or replaced. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that falsely elevated architect magnesium results (critically high) were generated for two patient samples that retested within the normal range (1.60 - 2.60 mg/dl). The following data was provided. Sample #1 1st run: 5.18 mg/dl. 2nd run: 1.86 mg/dl. 3rd run: 1.87 mg/dl. Sample #2 1st run: 7.04 mg/dl. 2nd run: 2.37 mg/dl. 3rd run: 2.35 mg/dl. No impact to patient management was reported.